Manufacturer narrative:
Upon visual inspection, the motor rotor and saghead were found to be in need of replacement. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure at the user facility the micro sagittal saw was not retaining the blade. It was reported that nothing fell into the surgical site and that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.